Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2014 with the following findings: visual inspection revealed that there was moisture behind the display. The pump failed a leak test. The pump case was removed and moisture/corrosion was found on all internal surfaces. The black box history was not able to be downloaded due to the moisture damage. The call service alarm issue was not able to be adequately investigated due to the moisture damage.